Manufacturer narrative:
The returned valve was patent, and met the requirements for leak, siphon, reflux, pressure-flow and pre-implantation testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. There was a small amount of proteinaceous debris noted in the interior and the exterior of the device. Since the valve was implanted, it is possible that debris may have temporarily obstructed the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ a review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the valve on (B)(6) 2015. According to the report, once implanted, the valve drained to a pressure of 22 instead of 12. Reportedly, the patient underwent revision surgery the same day to replace the valve. The report stated that the patient is currently in the pediatric intensive care unit.